Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of leaflet thickened/ hypoattenuated leaflet thickening (halt), leaflet motion restricted, and stenosis were confirmed based on the provided medical record. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training materials revealed no deficiencies. As reported, ''the aortic valve had thickened leaflets and motion restriction. Mean gradient of 78 mmhg. Ava .50 cm2. Ef 65-70%. The patient reported dyspnea and has been discovered to have a degenerated tavr valve.'' In this case, leaflet thickened/halt may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Due to limited information provided, a definitive root cause is unable to be determined . For the complaint of leaflet motion restricted-in patient, since the leaflet was thickened, it could affect the function/suboptimal coaptation of leaflets resulting in leaflet motion restriction. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the complaint event. For the complaint of valve stenosis, per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had leaflet thickening, which could reduce the eoa (effective orifice area), resulting in stenosis. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the complaint event. The available information suggests that patient factors (thickened leaflets) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a territory manager that a patient with a 23mm sapien 3 valve implanted in the aortic position for 3 years and 9 months, is failing due to elevated gradients. As reported, the mean gradient is 80mmhg and the patient is symptomatic. Per recent echocardiogram, the aortic valve had thickened leaflets and motion restriction. Mean gradient of 78 mmhg. Ava .50 cm2. Ef 65-70%. The patient reported dyspnea and has been discovered to have a degenerated tavr valve. Patient will likely have an open surgical aortic valve replacement.